Event description:
"2/2/2023 - we were contacted by a customer who states he was using the capsocam system and one of his patients ingested a capsule which has been stuck for the past 2 months, presumably becuase of a stricture. Frm-0089 was sent to the customer to gather more information. 02/21/2023 - we gave the customer the contact of dr. (B)(6) to solve questions and requested the frm-89 again. As we reached out on 2/27, 3/13. 3/21, 4/19, 5/9, 5/23, 5/26 and 6/1 without response, this complaint will be closed and will be reopened if more information comes in."

Manufacturer narrative:
"2/2/2023 - we were contacted by a customer who states he was using the capsocam system and one of his patients ingested a capsule which has been stuck for the past 2 months, presumably becuase of a stricture. Frm-0089 was sent to the customer to gather more information. 02/21/2023 - we gave the customer the contact of dr. (B)(6) to solve questions and requested the frm-89 again. As we reached out on 2/27, 3/13. 3/21, 4/19, 5/9, 5/23, 5/26 and 6/1 without response, this complaint will be closed and will be reopened if more information comes in."